Event description:
Following a fall, a patient implanted with an evoke spinal cord stimulation (scs) system reported pain and increased temperature at their closed loop stimulator (cls) during charging. Anti-inflammatory and muscle relaxant medications were administered. Additional interventions have not been reported at this time. It was not confirmed that the evoke scs system caused or contributed to the patient fall.